Manufacturer narrative:
The customer cleaned the probe wipe; however, this did not resolve the issue and onsite service was requested. Per customer, the dual diluent filters were replaced in (B)(6) 2012. Also, a bec field service engineer (fse) was on site in april 2012 due to the same issue (event documented in MDR 1061932-2012-01633). Bec field service engineer (fse) was dispatched on-site for this event and checked instrument operation and found the diluent filters were causing back pressure which in turn caused the probe to drip at the end of the startup cycle. Fse replaced the diluent filters, ran multiple startups, controls and reproducibility without further probe drips and all tests were within specifications. The cause of the leak is related to the diluent filters. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the probe of their coulter act diff analyzer dripped a small amount of diluent at the end of the start up cycle. The operator was wearing gloves at the time of the incident. No injury or exposure was reported. No patient samples were affected by the issue.